Event description:
A report was received that the patient had difficulty charging the ipg and the remote control (rc) displayed an error code of 0080001000. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging the ipg and the remote control (rc) displayed an error code of 0080001000. Device malfunction was suspected. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint in regard to the charge difficulty was not verified. The device was capable of being charged fully under a proper charging method. The ipg was depleted completely, and it was successfully charged to 4.04 volts in one cycle. The battery depletion rate was within a normal range of 7.58 mv per day. Quiescent current measured 84 ua. The reported error code (0000 8000 1000: seeprom application segment's crc error) was not observed during the fa session. The device exhibited normal device characteristics.